Event description:
Customer reports to have received an "off no power" alert without receiving a "low battery alert". Customer also received a failed battery test. While attempting to clear alarm, customer received a compromised forced sensor alarm. Customer states drive support cap was flushed. Customer's blood glucose was unknown. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the displacement test. The insulin pump alarmed prime during the basic occlusion test due to protruded/loose drive support disk. The insulin pump received with normal operating currents. No failed battery test noted. No unexpected off no power anomaly noted. The insulin pump received with minor scratches on lcd window, scratched reservoir tube window and cracked reservoir tube lip.